Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ sterile convenience trays w/ 10ml luer-lok tip syringes there were scale marking issues. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: a complaint for syringes found with smudged/missing graduation marks we have found several 5 and 10ml syringes with this issue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. H6: investigation summary two samples were provided to our quality team for investigation. Through visual inspection, it was observed that there were some grad lines with small breaks or partially missing print. The observed condition is conforming per product specification. Potential root cause for the partially missing print condition is associated with the assembly process. A device history record review was completed for provided lot number 1146845. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported while using bd¿ sterile convenience trays w/ 10ml luer-lok tip syringes there were scale marking issues. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: a complaint for syringes found with smudged/missing graduation marks we have found several 5 and 10ml syringes with this issue.